Manufacturer narrative:
It was reported that the leg on the rollator was not functioning as intended ("I was using the walker moving forward on a cement courtyard walkway when the front right wheel leg frame buckled under and back, bending at the leg pivot point"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "I was using the walker moving forward on a cement courtyard walkway when the front right wheel leg frame buckled under and back, bending at the leg pivot point".